Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of fluid overload and iipv (characterized by abdominal pain/pressure, vomiting, and dyspnea), which required ER evaluation, supplemental oxygen, the use of an IV diuretic, and back-up hd. The pdrn attributed the patient¿s fluid overload to their advanced age and an inability to perform manual pd therapy without assistance (cp unavailable). Additionally, the pdrn reported the cause of the iipv event was human error, as the daytime exchange had not been drained from the patient¿s abdomen prior to initiating treatment the same evening. Fluid overload is a well-known potential complication of the esrd process. Causality can often be attributed to several different internal and external factors such as physiological changes, mechanical issues, human error, membrane failure. Additionally, patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor, thus limiting the efficacy of rrt. Per the pdrn, reported serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken to the emergency room (ER) for an instance of increased intraperitoneal pressure (iipv) and fluid overload on (B)(6) 2025. Additional information was obtained during follow-up. It was clarified that the event occurred on (B)(6) 2025. An email response from the patient¿s pd registered nurse (pdrn) indicated the patient missed two ccpd treatments ((B)(6) 2025). Due to the patient¿s advanced age/limitations, they were unable to perform manual exchanges without assistance, and their care partner (cp) was working on the aforementioned dates. On (B)(6) 2025, the patient¿s cp assisted the patient in performing two daytime manual exchanges, and the patient utilized the liberty select cycler the same evening. Approximately 30 minutes into the first dwell cycle, the patient complained of difficulty breathing (dyspnea), severe abdominal pain, abdominal pressure, and began ¿violently¿ vomiting (iipv event). The patient¿s cp contacted the on-call pdrn for assistance and was instructed to perform a stat drain, however the cp opted to call emergency medical services (ems) due to the patient¿s worsening dyspnea. The cp was able to drain 500 ml from the patient prior to being transported to the emergency room (ER). Once in the ER, the patient was treated with bi-pap oxygenation and an intravenous (IV) diuretic (drug, dose, frequency not provided) until they stabilized and was released home on (B)(6) 2025 (<24 hours). The patient was able to utilize the liberty select cycler on the evening of (B)(6) 2025 without reported issue, however the patient required back-up hemodialysis (hd) on (B)(6) 2025 due to fluid overload from the missed pd treatments. Although the exact timeline is unknown, it appears the patient approached the nephrologist and requested to transition back to hd for rrt due to personal preference. The patient felt pd was ¿too much¿ for them to continue. As of (B)(6) 2025 the patient transitioned to incenter hd and have recovered from the serious adverse events. Per the pdrn, the serious adverse events were not the result of equipment failure. After discussing the serious adverse events with the patient¿s cp, it was discovered the patient connected to the liberty select cycler on the evening of (B)(6) 2025 per usual, however the manual exchange performed earlier that day had not been drained resulting in the iipv event. The pdrn stated the patient is a very small woman with a maximum fill volume of 2000 ml, so it makes sense they experienced the symptoms of iipv almost immediately.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken to the emergency room (ER) for an instance of increased intraperitoneal pressure (iipv) and fluid overload on (B)(6) 2025. Additional information was obtained during follow-up. It was clarified that the event occurred on (B)(6) 2025. An email response from the patient¿s pd registered nurse (pdrn) indicated the patient missed two ccpd treatments ((B)(6) 2025 and (B)(6) 2025). Due to the patient¿s advanced age/limitations, they were unable to perform manual exchanges without assistance, and their care partner (cp) was working on the aforementioned dates. On (B)(6) 2025, the patient¿s cp assisted the patient in performing two daytime manual exchanges, and the patient utilized the liberty select cycler the same evening. Approximately 30 minutes into the first dwell cycle, the patient complained of difficulty breathing (dyspnea), severe abdominal pain, abdominal pressure, and began ¿violently¿ vomiting (iipv event). The patient¿s cp contacted the on-call pdrn for assistance and was instructed to perform a stat drain, however the cp opted to call emergency medical services (ems) due to the patient¿s worsening dyspnea. The cp was able to drain 500 ml from the patient prior to being transported to the emergency room (ER). Once in the ER, the patient was treated with bi-pap oxygenation and an intravenous (IV) diuretic (drug, dose, frequency not provided) until they stabilized and was released home on (B)(6) 2025 (<24 hours). The patient was able to utilize the liberty select cycler on the evening of (B)(6) 2025 without reported issue, however the patient required back-up hemodialysis (hd) on (B)(6) 2025 due to fluid overload from the missed pd treatments. Although the exact timeline is unknown, it appears the patient approached the nephrologist and requested to transition back to hd for rrt due to personal preference. The patient felt pd was ¿too much¿ for them to continue. As of (B)(6) 2025 the patient transitioned to incenter hd and have recovered from the serious adverse events. Per the pdrn, the serious adverse events were not the result of equipment failure. After discussing the serious adverse events with the patient¿s cp, it was discovered the patient connected to the liberty select cycler on the evening of (B)(6) 2025 per usual, however the manual exchange performed earlier that day had not been drained resulting in the iipv event. The pdrn stated the patient is a very small woman with a maximum fill volume of 2000 ml, so it makes sense they experienced the symptoms of iipv almost immediately.

Manufacturer narrative:
Correction: b3 (event date).

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken to the emergency room (ER) for an instance of increased intraperitoneal pressure (iipv) and fluid overload on (B)(6) 2025. Additional information was obtained during follow-up. It was clarified that the event occurred on (B)(6) 2025. An email response from the patient¿s pd registered nurse (pdrn) indicated the patient missed two ccpd treatments (on (B)(6) 2025). Due to the patient¿s advanced age/limitations, they were unable to perform manual exchanges without assistance, and their care partner (cp) was working on the aforementioned dates. On (B)(6) 2025, the patient¿s cp assisted the patient in performing two daytime manual exchanges, and the patient utilized the liberty select cycler the same evening. Approximately 30 minutes into the first dwell cycle, the patient complained of difficulty breathing (dyspnea), severe abdominal pain, abdominal pressure, and began ¿violently¿ vomiting (iipv event). The patient¿s cp contacted the on-call pdrn for assistance and was instructed to perform a stat drain, however, the cp opted to call emergency medical services (ems) due to the patient¿s worsening dyspnea. The cp was able to drain 500 ml from the patient prior to being transported to the emergency room (ER). Once in the ER, the patient was treated with bi-pap oxygenation and an intravenous (IV) diuretic (drug, dose, frequency not provided) until they stabilized and was released home on (B)(6) 2025 (<24 hours). The patient was able to utilize the liberty select cycler on the evening of (B)(6) 2025, without reported issue, however the patient required back-up hemodialysis (hd) on (B)(6) 2025, due to fluid overload from the missed pd treatments. Although the exact timeline is unknown, it appears the patient approached the nephrologist and requested to transition back to hd for rrt due to personal preference. The patient felt pd was ¿too much¿ for them to continue. As of (B)(6) 2025, the patient transitioned to incenter hd and have recovered from the serious adverse events. Per the pdrn, the serious adverse events were not the result of equipment failure. After discussing the serious adverse events with the patient¿s cp, it was discovered the patient connected to the liberty select cycler on the evening of (B)(6) 2025, per usual. However, the manual exchange performed earlier that day had not been drained resulting in the iipv event. The pdrn stated the patient is a very small woman with a maximum fill volume of 2000 ml, so it makes sense they experienced the symptoms of iipv almost immediately.